Event description:
On (B)(6) 2012, t2 femoral nail operation was performed. The drill was interfering with the nail after insertion of first screw. Then the drill broke and the tip of drill remained in the bone. When the surgeon confirmed insertion of the first screw, he loosened for each device. Then he probably did not tighten it according to the sales rep report. The surgeon has requested the component of the drill and investigation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.